Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: 7196525.

Event description:
It was reported that following a failed trial procedure, patient experienced tingling, and there was numbness on patients knee.